Manufacturer narrative:
There is no additional information for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device grey scope connector for air/water channel broke off. There is no patient involvement.

Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections. The issue of the device grey scope connector for air/water channel breaking off occurred during reprocessing and there were no other devices involved in this event. There was no delay in the intended procedure which was completed. There was no leaking associated with this event. There were no sensors going off. Another device, oer-pro serial number (B)(4) was used to complete reprocessing. The device is inspected before use to ensure that the equipment is functional and all parts are present. There was no reported positive cultures or patient infections a result of this issue. The last preventive maintenance for the device was on mar 4, 2020. No observations were noted at that time. The device was repaired by the customer.

Manufacturer narrative:
The device is not returned nor is the device available on site for evaluation. However, an evaluation is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections. Reported event was the device grey scope connector for air/water channel broke off. We also confirmed that the subject item was not parts of maj-1500, but was parts of connector gu oer-pro. The device history record review confirmed that device conformed to specifications when shipped. The subject device has not repaired in the past year. According to former investigations, the cases with outer force being added to connecting tube/connector due to user handling were reported. Moreover, connector may have been loosened structurally. Though root cause cannot be conclusively determined, likely cause is that the suggested event was due to user handling or deterioration of the device. Even if the suggested event was due to the user mishandling, abnormality can be safely detected by conducting the following inspection per the instructions for use: inspection before use: inspecting the connectors. Check the following for each connector. The connector should be fixed firmly the o-rings should be free of abnormalities such as cracks, tears, or dents do not use the equipment in any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Additionally, abnormality is detectable safely by conducting the following inspection: inspecting the connecting tubes and leak test air tube before using the equipment, always check that there is no irregularity regarding the following points on the connecting tubes and leak test air tube. All tubes should be free of cracks, breaks,fissures,scratches, or stains. There should be no creaks in the lock levers of connecting tube connectors. There should be no bends or breaks in the pin of connecting tube connector. The tube should not be easy to disconnect once connected. If a tube has any irregularity, do not use it and replace with a new one.